Manufacturer narrative:
Convatec is submitting the report as a result of remediation activities related to the FDA (B)(4) 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized in (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that the patient had red, weeping, irritated skin under the adhesive border. No further info was provided and the patient outcome was not reported.